Event description:
The customer states that the provue camera resulted a reaction in the gel card as negative when visual inspection of the gel card was positive.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and cleaned the lens of the camera and visor. The fe performed the card alignment and ran a reference image. The customer ran qc. All qc within acceptable range. Instrument is operating as expected.